Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID d284vrc implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed sense measured r-wave amplitude. The analyst commented the r wave amplitude shifts from an approximate baseline of 11 mv to an approximate baseline of 3 mv the week ending (B)(4) 2013.

Event description:
It was reported that the remote transmission showed the r wave was diminishing. Follow up confirmed the sensitivity was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.